Event description:
It was reported that during a procedure at the user facility, the loaner core impaction drill got hot. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. Upon disassembly for visual inspection, the technician confirmed the motor assembly, including the sockets, were corroded. Since the device was a loaner unit, it will not be returned to the user facility.